Manufacturer narrative:
(B)(4). Report source: (B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Unknown if will be returned.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reason. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
Not a complaint. Per additional information and responses, the patient did not have primary zimmer biomet devices, and this is a custom request for a revision of competitor's devices.

Event description:
Not a complaint. Per additional information and responses, the patient did not have primary zimmer biomet devices, and this is a custom request for a revision of competitor's devices.